Event description:
The initial reporter alleged an unexpected non-reactive result for hepatitis b virus (hbv) when using the kit cobas 6800/8800 mpx 96t ce-ivd assay. On (B)(6) 2022, one sample was tested in individual donor testing and was non-reactive for hbv. However, the same sample was reactive for both hbv core and hbv surface serology assays. The sample was repeated with the mpx nucleic acid testing (nat) assay and was again non-reactive.

Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. A review of quality control data, internal controls, and positive control data confirmed that the assay was functioning as intended. No issues related to the customer allegation were identified in the quality control data, complaint history, or non-conformance review. Additionally, no recent product changes were found to be related to the reported event. The most likely cause for the non-reactive hbv nat result, despite positive serology for both hbv core and surface antigens, is that the donor sample had a viral load below the assay's limit of detection. This is consistent with an occult blood infection (obi) for hbv, where viral particles may be intermittently released into the bloodstream at levels too low to be detected by the assay.